Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The patient's home address country is (B)(6) and the event occurred while he was in (B)(6). On (B)(6) 2013, the technical support representative spoke with the patient to obtain and verify information. On (B)(6) 2012, the patient performed three meter-to-another meter accuracy comparisons, obtaining the following results within 30 minutes of each other: otverio iq meter = 14.8 mmol/l; second meter = 3.9 mmol/l, otverio iq meter = 18.1 mmol/l; second meter = 11.0 mmol/l, otverio iq meter = 15.4 mmol/l; second meter = 3.9 mmol/l. The patient experienced no symptoms of high or low blood glucose levels due to actions taken based on these readings. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter and test strips were correct. The patient did not suffer an adverse event due to the reported meter. However as the test results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the complaint could not be reproduced. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.